Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe. As per the investigation procedure¿¿particles and observed a delamination total of the plug strap disk shell (adhesive failure) were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture - baker grade iii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. Device has been explanted. This relates to the left side.